Event description:
Physician's note shows pt had an open capsulotomy with revision of capsule and replacement of her prostheses. Pt alleges her implants were taken out and the same ones put in under the muscle; however, medical records show the implants were actually replaced.